Event description:
It was reported that the user initiated an emergency stop, using the case stress keypad and the walking belt, allegedly took longer to stop than if the emergency stop switch had been pressed. The pt fell. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.